Manufacturer narrative:
Reported event: an event regarding inaccurate bone resection during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 393 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate resection. There was one other reported event for the listed catalog number (pr 1537088, pr1419895, pr1427242, pr1440996, pr1407370, pr1419895, pr1427242, pr1433496, pr1443555, pr 1449671, pr1516994, pr1528344, pr 1549560, pr 1748126, pr 1765984, pr 1757777, pr 1748590, pr1910116, and pr1910115). Conclusion: session data from the case was reviewed. Areas of investigation included CT landmarks, array shifts, bone registration, and rio registration. The data at this time shows that the mako robotic arm operated as expected. No system defect or malfunction is suspected. It was noticed that probetocheckpoint and probetocutter values were higher when checked at18:12:23 when compared to values collected at 17:42:05. This may indicate a slight array bump which would lead to inaccurate readings from the planar probe.

Event description:
After all cuts were made, the posterior medial condyle was proud by about 3mm according to the surgeon however all checks and calibrations were made within acceptable tolerances. Performed planar check and it read that the posterior chamfer cut was .8mm deep. Surgical delay - =15 minutes. Case type: tka. Update: per the mps, proudness was approximately 2mm.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After all cuts were made, the posterior medial condyle was proud by about 3mm according to the surgeon; however, all checks and calibrations were made within acceptable tolerances. Performed planar check and it read that the posterior chamfer cut was .8mm deep. Surgical delay: 15 minutes. Case type: tka. Update: per the mps, proudness was approximately 2mm.